Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital reported the following event: "the nail was installed due to a long spiral fracture of the right leg. After a x-ray check up during the intervention, the surgeon noticed that the nail was bented and replaced it right away by an nail of 10mm instead of 9mm.

Event description:
The pharmacist at the hospital reported the following event: "the nail was installed due to a long spiral fracture of the right leg. After a x-ray check up during the intervention, the surgeon noticed that the nail was bented and replaced it right away by an nail of 10mm instead of 9mm".

Manufacturer narrative:
The reported event that the nail was bent was not confirmed. In the case presented a compression nail with diameter 9 mm was revised with a similar nail with 10 mm after 3 days of implantation; allegedly due to nail bending. The returned nail corresponds in all aspects to the required dimensions ¿ including nail bending at proximal and distal. The alleged deviation ¿bent nail¿ (after 3 days) was not confirmed. Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated potential non-function was addressed adequately. There were no actions in place related to the reported event for the subject product. The labelling points describes the implant features and how to proceed during surgery in detail. With above, restricted information it was concluded that the complained nail was not suitable for the anatomical requirement. Thus, the cause of the event was potentially originated by a lack of knowledge. Above information did not verify any deficiency in the nail.